Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation, adjacent to abrasion, on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Abrasion is noted on the longer exhaust tube and inlet tube of the pump, as well as both cylinder exhaust tubes. No functional abnormalities were noted with either cylinders or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the longer exhaust tube to be kinked onto itself and abrade further. The information received from the physician indicated the patient had fallen and the device did not function after the fall. The fall may have caused sufficient stress to result in a separate in the longer exhaust tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was removed/replaced due to a tubing fracture right above the reinforced area above pump. Additional information received from the physician indicated that the patient had a significant fall on a tailgate injuring his scrotum causing him great difficulty, and after this his penile prosthesis no longer worked.